Event description:
Surgeon was performing a slap repair and hit the glenoid. He heard the guide crack, pulled the guide out and opened the patient to flush out joint (since this part cannot be seen in x-ray). Company representative noticed the broken piece hanging on drape but is not sure if the piece came out during flushing or when surgeon pulled out guide. The procedue was delayed approximately 45 minutes, but no further consequences with the patient were reported as a result of event. This device is used for treatment.